Manufacturer narrative:
Relevant retention test strips (lot 206466) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and test strips. The returned meter ((B)(4)) and test strips (206466-12) were tested in comparison to a retention meter ((B)(4)) and master lot test strips (230734). Human blood samples from warfarin donors were measured. Donor inr: 2.8 inr & 2.3 inr, donor hct: 46% & 42%. Testing results: donor #1: master lot / customer strip & meter: 2.8 / 2.8. Donor #2: master lot / customer strip & meter: 2.3 / 2.2. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.

Manufacturer narrative:
Na.

Event description:
A nurse initially called to complain about a temperature error on coaguchek xs meter with serial number (B)(4). The nurse was running controls due to receiving questionable results. The nurse provided erroneous results for 1 patient tested on the meter. The initial test on the meter was 3.9 inr. A minute later the patient was tested on the meter again and the result was 2.4 inr. A new finger stick was used for each test. The doctor was notified of the difference in results. The patient had been advised to hold his coumadin the night before the event. The nurse didn¿t think either of the results were correct and the patient was sent to the laboratory. The result from the laboratory was not provided. The patient¿s coumadin dose was not changed after the meter tests or the laboratory test. The patient¿s therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. The patient is not anemic. There have been no changes to diet or medications. The patient has had no illness or bleeding and no changes to vitamins or supplements. No adverse event occurred. The patient is feeling ok. The suspect product was requested for investigation.